Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a handling defect. The patient was not hospitalized for the event. The patient was treated with amoxicillin for the event. At the time of this report, the patient outcome was not reported. The pd catheter was moved and pd therapy was stopped. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
A2: date of birth: 1966. B3: b3: event date: ¿end of december 2022¿. Should additional relevant information become available, a supplemental report will be submitted.